Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4 UDI: - correction d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: - additional information/ device evaluation h3a: device evaluated by mfg- additional information. H6: additional information. H10: corrected data.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-261098 and 3004753838-2024-261098-01 were reported in error. Please disregard initial reporting of these events as these events have now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.